Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
One device was returned for repair for complaint that the downstream occlusion (dso) seal was cracked. No applicable service history found. No relevant events were found in the event log. Visual/functional testing was performed. Complaint was confirmed with visual inspection and functional testing. Found cracks in the dso seal and replaced the seal. Upon further investigation, found contamination inside device, replaced both chassis gaskets. Device passed all testing criteria post repair.